Manufacturer narrative:
Date of event: unknown/not provided. If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) had shifted in axis. During follow up, it was found that the patient had bilateral lens implants and both iol¿s had rotated 10 degrees each. The doctor is still waiting for the patient to go back for follow-up to decide on a plan of action. No additional information was provided to abbott medical optics. Note: 2 MDR¿s will be submitted, one for each eye. This report captures the information for the left eye.